Event description:
Customer reported a pt in the ICU was undergoing an echocardiogram at the bedside. The nurse came up since the IV pump was alarming. She saw that the door on the pump module was partially open and that the levophed was free-flowing to the pt. Nurse stopped the levophed and closed the door. The pt's blood pressure increased to a mean arterial pressure of 95. After the medication was turned off, the blood pressure went back down. Tubing and channel were changed and given to biomed. No harm to the pt and no medical intervention was performed. Personnel interviewed said they did not open the door on the pump module. Testing of pump and set performed at the facility could not duplicate the issue. The pump alarmed when the door was opened and engaged the safety clamp fitment to occlude flow with every try. The set was reported to have no defects and also tested within specification. Biomed looked at the event logs and saw that at 12:53 pm, the pump alarmed for door open and then at 12:54 pm the door was closed. Facility's biomed states equipment was being moved around in the room at time of event and they speculate that this caused the pump to get bumped and the door latch to open. He confirmed the device has been put back into circulation. No add'l info was available.

Manufacturer narrative:
MFR's report date: 7/30/2009. (B)(4). Facility biomed indicated they do not wish to send the pump back for investigation. The mfg history record was reviewed and no quality issues were found during mfg build for this device serial number. The product monitoring and service databases were reviewed and no other complaints have been opened for this pump serial number and the search results did not uncover any relevant issues.